Event description:
It was reported that the sys had filament regulator and precharge fail errors due to bad generator batteries. This error will likely prevent the sys from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.